Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical via medwatch report: mw5087641 that the lap top ventilator 1200 stopped working while connected to a patient and required emergent switch out for another unit. At this time, there is no information available regarding patient harm and/or injury.